Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the patient began treatment with dianeal and extraneal therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). It was reported the patient experienced peritonitis which was caused by diverticulitis. On an unreported date, the pt was hospitalized for an unspecified reason, however, not for the peritonitis. The pt received treatment for the peritonitis with gentamicin and vancomycin (doses, frequencies, and lots not reported). At the time of this report, the pt had recovered from the peritonitis event. This is report 2 of 2 in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893735 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted. (B)(4).